Event description:
It was reported the patient's scs ipg was inoperable. The patient stated she had never charged the ipg. Surgical intervention may be taken as the next course of action.

Event description:
Additional information obtained identified the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.